Manufacturer narrative:
Final product manufacture and qc record for cov2020011. No abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. The test results of retention samples from cov2020011 can meet the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation.

Event description:
Invalid result (s). Customer had an unusual result on her cassette. There was a line way below the t and a line above the c.

Event description:
Invalid result (s). Customer had an unusual result on her cassette. There was a line way below the t and a line above the c.